Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized with a blood glucose reading of 546 mg/dl and ketones. It was also reported that the insulin pump has major physical damage after being dropped on the ground, causing the case to crack. Advised the mother that the insulin pump would be replaced. Nothing further was reported.